Event description:
The customer reported that the system was down due to processor hang up in the frontend. A cold restart often resolves it.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.